Event description:
It was reported that during an angioplasty treatment procedure, stent damage occurred. Vascular access was obtain via the femoral artery. The 95% stenosed, concentric shaped 22mm in length, de-novo target lesion was located in the severely tortuous and severely calcified left coronary artery. The lesion was predilated with an unspecified balloon to 18 atm. This 32 x 3.50 promus premier stent was selected; however, during the introduction they saw under fluoroscope that one of the struts of the stent was raised up. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the crimped stent found a stent strut on the 3rd and 9th rows from the distal edge was damaged and lifted upwards from the stent profile. The bumper tip of the device showed signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, stent damage occurred. Vascular access was obtain via the femoral artery. The 95% stenosed, concentric shaped 22mm in length, de-novo target lesion was located in the severely tortuous and severely calcified left coronary artery. The lesion was predilated with an unspecified balloon to 18 atm. This 32 x 3.50 promus premier stent was selected; however, during the introduction they saw under fluoroscope that one of the struts of the stent was raised up. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).